Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the nivolumab 240mg vial during use, and exposed the needle inside. The following information was provided by the initial reporter, "technician was uncoupling the syringe/injector from a nivolumab 240 mg vial and it appears as though the injector has separated at the very top and all the internal components have been exposed including the needle inside."

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, the injector grips are observed to be separated, exposing the internal components. There is no visible damage noted in the photos on any of the components that may have contributed to this incident. Three retained samples of lot 2002108 were used for additional evaluation. The product was visually inspected, no damage or defects were observed and all components were properly assembled. Functional testing was performed, connecting the injectors to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, liquid inside the syringe could move to the vial and back to the syringe without issue, and no issues occurred during the connection or disconnection of the devices. It is possible that a misalignment of the injector grips during assembly resulted in the improper force being applied to join the components, therefore resulting in only partial assembly and the pieces disconnecting as observed in the product reported. A device history review was performed for lot 2002108, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this failure. Product undergoes visual and functionals inspections throughout the manufacturing. Testing results were reviewed for the reported lot, no issues related to this failure were identified, all product met required specification. Based on the available information we are not able to identify a definitive root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the nivolumab 240mg vial during use and exposed the needle inside. The following information was provided by the initial reporter: "technician was uncoupling the syringe/injector from a nivolumab 240 mg vial and it appears as though the injector has separated at the very top and all the internal components have been exposed including the needle inside."